Manufacturer narrative:
Other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. According to the investigation, the device was started in application, no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure. No issues were found with the latch lock.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited occasionally beeping and needed force on it to lock cassette. No reported adverse effects.